Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) would not power on was confirmed during functional testing and archive review. According to the archive, user advisory (ua) 03 (error communicating with battery controller) error messages were observed. The root cause was a loose battery cable at power distribution board (pdb) connector j9. Upon review of the archive data, several user advisories (ua) 03 (error communicating with battery controller) error messages were observed around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional test, thus, confirming the reported complaint. The platform intermittently powers on with the "replace battery" error message on lcd screen while using 4 fully charged known good test batteries, attributed to a loose battery cable at power distribution board (pdb) connector j9. Review of the archive verified ua03. The battery cable was cleaned and reseated properly on pdb board to remedy the reported problem. Following service, the autopulse platform passed the 15-minute run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during patient use the autopulse platform (sn (B)(6) would not power on. Multiple autopulse li-ion batteries were tested with the same result and the batteries perform as intended in other platforms. No impact or consequence to the patient.